Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and high out of range pace impedance measurements of 3000 ohms. This resulted in inappropriate anti-tachycardia pacing (atp) and shocks being delivered. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).